Manufacturer narrative:
The lfs product(s) has/have been requested for return to lifescan for evaluation. If the product is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 201,3 the lay user/patient contacted lifescan (lfs) in (B)(6) alleging a onetouch verioiq meter was displaying inaccurately high readings compared to his feelings or normal results and compared to a back up meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue had been recurring since the first use on (B)(6) 2013. The patient reported 5 minutes prior to testing on the meter he felt ¿shaky.¿ the patient reported testing on the subject meter and obtained a reading of ¿5.5mmol/l¿ compared to ¿4.2mmol/l¿ on a compact plus meter. Based on statistical methodology the calculated difference of the results exceeds the expected results of <30% 1.7mmol/l. The patient reported he uses oral medications including metformin 1000mg twice a day and januvia 100mg once a day with diet and exercise to manage his diabetes. The patient reported making no changes to his usual medication on the day of the alleged issue. The patient reported on (B)(6) 2013, at 11:45 am he had something to eat or drink as treatment. At the time of troubleshooting, the cca determined the subject meter was in the correct unit of measurement at the time of testing and his test strips were in good condition. A control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to an adverse event. The patient reported being symptomatic prior to the start of the alleged issue; therefore, the meter could not have caused the alleged injury and there was no delay in treatment. However, this complaint is being reported because the patient made a meter vs another meter comparison that meets lfs¿ criteria for accuracy reporting.